Event description:
Medics arrived to find a male pt in his 60's who was experiencing a cardiac arrest. The pt had an extensive history of cardiac problems. They attached a unit to the pt using a multi-function cable and device. The medics attempted to monitor the pt, but the unit's monitor screen displayed a dotted line for an ECG trace and a "check electrodes" message. The medic's switched sets of device twice and were able to obtain an ECG trace. The medics determined that the pt's rhythm was in asystole. They administered two rounds of acls, but the pt's condition did not improve. The pt did not survive the code. The complainant indicated that the alleged malfunction did not contribute to the pt outcome.